Manufacturer narrative:
Due to character limit in block e1, event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line reported repeated calibration messages despite multiple recalibration attempts. The arterial line waveform was reported as clean and stable. During troubleshooting, it was identified that the central lumen was clotted and not connected to a flush line, preventing successful transduction. No harm reported.